Event description:
In anticipation of treating a renal cell tumor with microwave ablation, the system indicated that the probes were too hot. They did not cool enough to be used. A new probe was used for the patient, who was not injured. Upon removing the 2 initial probes it was noted that they both had lost the tip due to the heat. Manufacturer response for ablation probes, certus 140 2.45ghz (per site reporter): wish to evaluate.